Event description:
Customer reported result of 100 mg/dl obtained on the aviva system; she took her normally prescribed dose of lantus with this result. Customer had low blood glucose symptoms 10 minutes later, and was treated with orange juice. A result in the 50's (mg/dl) was obtained on the aviva system following treatment. Emergency medical technicians (emts) arrived and customer tested in the 70's (mg/dl) on the professional device. Emts treated customer with "sweetened" water and she was taken to the hospital and admitted for two weeks. Requested return of suspect device and replacement was sent.